Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint description states that the instrument´s thread is defective. The device associated to the complaint was returned for analysis. The thread section of the instrument is bent. This deterioration could be due to the use. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, one other similar complaint was reported for the affected product code and lot combination (B)(4). The picture provided was reviewed. The device shows signs of wear and tear. Based on the information received and the investigation performed, the root cause of the incident is related to product wear. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument´s thread is defective.